Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. The customer indicated that the sensor glucose was 50 mg/dl and blood glucose was 120 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product will not be returned.

Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.